Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after removing the non-medtronic introducer sheath using the left subclavian approach, thrombus in the axillary artery was observed and blood flow deteriorated. A stent was placed, and the procedure was completed uneventfully. Per the physician, the thrombus possibly occurred when the non-medtronic sheath was placed. It is unknown if the delivery catheter system (dcs) contributed to the thrombus, but it was thought that it was caused by the sheath. Heparin was used during the procedure. No additional adverse patient effects were reported.